Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: software 9733467 fusion ent app h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were instruments were not verifying. They restarted the system and changed out the patient tracker for the registration probe to work. The moved the emitter around and the instrument would not verify anywhere. Emitter goes red after using the microdebrider and checking emitter details they were able to verify other instruments. It would go red and then green but then stayed green. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3) software analysis was performed. Analysis determined there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.